Event description:
The manufacturers field service engineer (fse) reported a check vent back up alarm, the manufacturer's field service engineer (fse) noted backup alarm failure errors in the significant event log. No patient involvement .

Manufacturer narrative:
This customer complaint was caused by cold solder on the piezo buzzer ls1 at the positive side of the 330 ohm resistor. The returned motor controller (mc) board was tested and no failures were identified. The returned power management (pm) board was tested and no failures were identified. The returned motor controller (mc) board was tested and no failures were identified. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. This customer complaint was caused by cold solder on the piezo buzzer ls1 at the positive side of the 330 ohm resistor.